Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: large macrobubbles throughout treatment. Connections checked and tightened, and microbubbles persisted. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Nine (9) contaminated samples without packaging were provided for evaluation. The samples underwent visual inspection, and one of the nine samples was found to have a broken joint and was therefore excluded from the remaining tests. The remaining eight samples were visually inspected, and no defects were observed. Thereafter, the samples were subjected to a functional leakage test in accordance with the design input requirements. This test involved creating a closed system between the arterial and venous sections of the sets and verifying system integrity by applying air pressure while the assembly was submerged in water. The results indicated a failure in one of the samples at the luer site of the main line. Based on the investigation findings, the reported defect was confirmed in one of the tested samples for leakage at the bonded joint but could not be confirmed for air in the line. For the subject matter expert evaluation, the potential root cause is that the leakage observed at the luer lock site was attributed to damage on the luer deck. This damage was likely the result of repeated attachment and removal of a connector or syringe, which compromised the integrity of the bonded area and ultimately led to leakage during testing. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.